Event description:
It was reported that difficulty was encountered during the stent placement procedure. Following advancement and deployment of the initial stent, migration of approximately 3/4 of the length of the device was observed. A second stent was advanced and successfully placed, however, upon removal of the stent delivery system, resistance was encountered. The delivery system and guidewire were removed together. No adverse patient effects were observed and the patient's condition was reported to be 'fine'.